Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a dissection in the right external iliac artery with mild calcification and mild tortuosity. The 7x100mm absolute pro self-expanding stent system (sess) was advanced to the target lesion; however, during stent deployment, the mechanism stalled (became stuck) and the thumbwheel could not be rotated further. After, further manipulation, the stent was deployed by pushing the remaining undeployed stent out of the delivery sheath with the 7fr non-abbott crossover sheath being used in the procedure to fully deploy the stent. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.